Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has been complaining of not feeling well and has an occasional gasping for air sensation. The patient was put on a 24 hour holter and it was noted that with each atrial pace the patient has this gasping sensation. The caller believes there may be some sensing issues. The lead remains in use. No further patient complications have been reported as a result of this event.